Event description:
No video. A (B) (4) or9-sp router is down. (B) (4) product# 0678000400zrr....

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There is 1 event associated with this event type (malfunction) and product code gcj.